Event description:
It was reported that during the procedure for treatment of a lesion in the mid right coronary artery, pre-dilatation was performed twice using a 2.5 balloon at 14 atmospheres. A 3.5x23 rx xience pro stent delivery system was advanced to the target site without resistance via radial access. The stent balloon was inflated one time to 12 atmospheres. The stent deployed and was fully apposed to the vessel wall. Negative pressure was pulled for 30 seconds; however, the balloon did not deflate and could not be pulled into the guide catheter. Ultimately, the physician used manual force to pull the inflated balloon into the guide catheter. Outside of the anatomy, negative pressure was pulled for 30-60 seconds but the balloon did not deflate. The procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect removal. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device is discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.